Event description:
It was reported from (B)(6) that while testing the prototype compact trauma system (cts) in the anatomy lab with all attachments and tools, the surgeons made a general statement that the small bone blades devices were unstable when cutting through harder (cortical) bone leading to bending of the devices and miscuts. It was further explained that many cuts in the foot and ankle region of the body were made oblique or partially oblique to the surface of the bone. It was reported that it was difficult to obtain a straight cut when the blade was bent along the cortex. The reporter indicated that the blades presented at the lab had a thickness of 0.38mm, and bent very easily when pressed against the surface of a bone in an oblique position. This bending leads to a deflection of the blade tip and then to a cut in a different angle than expected or a bent cut instead of a straight cut. The reporter further indicated that some cuts in the foot are done along the surface of a joint (for joint fusion). In such a cut, the first problem is the obliqueness of the surface at the start of the cut where the bone converges to the joint. The second problem is the cut close to the joint along the inner surface, where the blade can be deflected by the inner surface of the cortex under the cartilage and suddenly go in another direction than seen from outside. This event was not related to surgery as it occurred during an anatomy laboratory. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact dates of the events were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The catalog number and lot number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.